Event description:
Thoracentesis performed on left upper chest/lung on 1/29/96 at 11:05 am. Doctor removed catheter post procedure and noted that the catheter was shorter and possibly remained in the pt. Chest x-ray confirmed catheter piece remained in the pt.